Event description:
It was reported there was a catheter connection issue. It was noted that the pump and catheter connector were replaced and that the catheter may not have been connected "properly." The patient was "doing fine before the procedure but the doctor was concerned about how much drug he was getting before the replacement because, the pump appeared not attached correctly." It was noted that the dose was decreased and the patient was hospitalized and a revision was "planned" no date was given. It is unclear if there was a replacement and subsequent revision or just one surgery. It was also noted that the device was discarded by the customer. As of the date of this report the location of symptoms/issue was listed as "device pocket," although no symptoms were listed. Patient status was "unable to obtain." The device system was used to infuse infumorph. Further information has been requested and follow up report will be submitted if further information becomes available.

Manufacturer narrative:
Catheter: model 8709, lot# l55920, implanted: 1998 (B)(6), accessory: model 8575, lot# n06170, implanted: 2007 (B)(6), explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).